Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported malfunction. The se was not able to duplicate the malfunction. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperative. The ventilator was not connected to a patient when the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.